Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide wire was inserted without any problem into the femoral head, but it required repositioning, so the surgeon removed the guide wire and tried again, but the guide wire interfered with the nail. The surgeon confirmed device assembly, cleared soft issue and tried several times, but the interference was not resolves. The guide wire was inserted into the first position as a result. This complaint involves an unknown nail. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown nail/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.